Event description:
Pt reported performing back-to-back tests on the suspect device with results of 100 mg/dl and 250 mg/dl. Pt did not perform any self-treatment based on results. No pt injury was reported. Qc testing had been performed on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.